Manufacturer narrative:
The philips technical consultant (tc) reported the monitor keeps failing to display the waveforms on its display. The tc went to the customer's site and was unable to replicate the reported issue. The tc confirmed the intellivue x3 operated as intended. The cause of the customer's allegation was unable to be determined. The tc stated since the monitor was just installed it was removed from service and replaced with a new one. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Section d: device information updated to intellivue x3 as it was confirmed by the customer the issue occurred on the intellivue x3.

Event description:
It was reported when monitoring the waveforms and spo2 intermittently appear and disappear on the mx550 and when the measurements are not on the screen, they are not visible and the central station either. When the x3, which was docked with the mx550, was switched out with a known functional x3, the issue persisted; therefore, the monitor was removed from use. There was no impact or actual harm to the patient.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.